Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device shows detection message with no tagged sponges present. There was no patient inv olvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there were clear signs of corrosion to the pcba in all areas of the board covered in kapton tape. The most severe damage was located on the top surface and lower corner. There was clear exposure of copper surface (missing silk screen) along the gnd a trace (near tp19) and in the lower corner (near tp6). No physical damage was noticed on the mat array or wiring connections between the array and connector pcba. The soldering on both pcba¿s appeared to meet ipc-a-610 standards. Resistance and voltage measurements across various components and test points on the connector pcba found the tvs1 component to be compromised measuring with very low resistance (1.5kohms) and voltage drop of only 0.2v compared to the expected value of 3.2v. All other components measured successfully within specification. It was reported that the device gave a false positive detection. The reported issue was confirmed. The most likely cause was traced to a component failure. This issue can occur as a result of corrosion along the gnd a trace and partial damage to the tvs1 component, which shares the gnd a trace with coil 1, it is suspected to that the communication circuit signal is in terfering with the coil 1 response signal through increased current / power. The corrosion is a result of cleaning fluids being retained under the kapton tape over the pcba. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.